Event description:
The hospital reported that during double coronary artery bypass procedure, five heartstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed with the use of a side biter clamp. No other pt complications were reported by the hospital. This report is for the first seal that had deployment failure and a subsequent seal was used to attempt completion of the procedure.